Manufacturer narrative:
H11: h2: corrected data on h6.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device outside of its package, with bio debris. The proximal anchor is broken, with one half still on the inserter, and the other broken half attached to the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that minimal tensile strength requirements are specified. Material certificate of analysis is required for each lot. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a lateral extra articular tenodesis, upon inserting the healicoil knotless anchor into the bone after correctly deploying anchor, noticed it was still sitting proud of the bone. Surgeon pulled anchor back out of bone it was noticed that the anchor had broken in half. It was used gold awl and healicoil tap prior to inserting anchor into bone. The broken pieces were retrieved from the patient pulling out via sutures used in device, the insertion site was cleared of all debris prior the insertion of the anchor. The procedure was completed with non-significant surgical delay using a competitor back-up device in the originally drilled bone hole, and no void was left in the patient. No further complications were reported.